Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had damage to the drive support cap. The customer¿s blood glucose was unknown. Customer stated that the drive support cap popped out a couple of times so he was super glued it in place. Troubleshooting was performed for damaged. Customer was advised the insulin pump will need to be replaced and to follow their medically prescribed back up plan. The insulin pump will be returned for analysis.